Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 14373045.

Event description:
It was reported that patient experienced loss of stimulation. Database analysis revealed that the battery discharge and charge profiles had no anomalies, however, four contacts had high impedances. The patient underwent an ipg and lead explant procedure. The explanted devices will not be returned.